Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited noise and oversensing resulting in pacing inhibition with 4 seconds of asystole. Boston scientific technical services (ts) discussed the noise appeared consistent with myopotential noise and discussed the option of programming a fixed sensitivity. Programming changes were made and this product remains implanted and in service. No additional adverse patient effects were reported.